Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 42-year-old female patient who had essure (batch no. 629142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, absence of menstruation, gravida ii, parity 2, chronic cervicitis, nabothian cyst, adenomyosis, cesarean section and scar. Previously administered products included for an unreported indication: depo provera from 1995 to (B)(6) 2010. Concurrent conditions included uterine leiomyoma (fibroids.) And uterine bleeding. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition:: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, anaemia, fatigue, depression and anxiety outcome was unknown and the menorrhagia had resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: inserts with 3 coils visible bilaterally. No complications noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test - on (B)(6) 2016: pathology report uterus and cervix: chronic cervicitis and nabothian cysts. Secretory endometrium. Adenomyosis. Leiomyomas. Gross description: noted both within the left and right adnexal region is the essure sterilization device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed(interpreted as general abnormal bleeding)') in a 42-year-old female patient who had essure (batch no. 629142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, absence of menstruation, gravida ii, parity 2, chronic cervicitis, nabothian cyst, adenomyosis, cesarean section and scar. Previously administered products included for an unreported indication: depo provera from 1995 to (B)(6) 2010. Concurrent conditions included uterine leiomyoma (fibroids.) And uterine bleeding. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition:: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, anaemia and abdominal pain had resolved, the vaginal haemorrhage, fatigue, depression and anxiety outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: inserts with 3 coils visible bilaterally. No complications noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion.. Pathology test - on (B)(6) 2016: pathology report uterus and cervix: chronic cervicitis and nabothian cysts. Secretory endometrium. Adenomyosis. Leiomyomas. Gross description: noted both within the left and right adnexal region is the essure sterilization device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporter added. Events abdominal pain and gen. Abnormal. Bleed (interpreted as general abnormal bleeding) added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 629142) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, absence of menstruation, gravida ii, parity 2, chronic cervicitis, nabothian cyst, adenomyosis, cesarean section and scar. Previously administered products included for an unreported indication: depo provera from 1995 to january 2010. Concurrent conditions included uterine leiomyoma (fibroids.) And uterine bleeding. Concomitant products included levothyroxine sodium (synthroid) since (B)(6) 2013, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and vitamin d nos (vitamin d) since 2013. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("blood or heart disorder/condition:: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the vaginal haemorrhage, anaemia, fatigue, depression and anxiety outcome was unknown and the menorrhagia had resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: inserts with 3 coils visible bilaterally. No complications noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure device was successfully occluded. Total bilateral occlusion. Pathology test on (B)(6) 2016: pathology report uterus and cervix: chronic cervicitis and nabothian cysts. Secretory endometrium. Adenomyosis. Leiomyomas. Gross description: noted both within the left and right adnexal region is the essure sterilization device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Other relevant history and lab data updated. Lot number newly added. Outcome events pelvic pain was changed from ¿unknown¿ to ¿recovering/resolving¿ . Events: abnormal bleeding vaginal, menorrhagia,, blood or heart disorder/condition: anemia, dysmenorrhea (cramping), fatigue, psychological or psychiatric problems: depression, psychological or psychiatric problems: mental anguish newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.